Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis. The procedure was completed as planned by using vertical collimator shutters. It was reported to philips that the system's collimator was not working which can impact imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the issue was with the c-arm movement due to bad switch in the geometry module. To resolve the issue the fse replaced and calibrated the longitudinal motor driver. After replacing, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed as planned to use the vertical collimator shutters. This is not likely to cause or contribute to death, or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's collimator was not working which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.